Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the mobile system. Strips were not returned in their original packaging.

Event description:
Customer reportedly received result of 233 mg/dl on the mobile system and result of 97 mg/dl on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the mobile system.